Event description:
The customer reported that the telemetry device has a speaker malfunction inop with no sound. The device was not in use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Manufacturer narrative:
The customer was provided repair/replacement information. As of 07sep2022, the device has not been received for evaluation; therefore, the reported problem cannot be confirmed. At this time, a cause cannot be determined. Upon receipt of new and/or additional information, this complaint record will be reassessed and updated accordingly. H3 other text : the device was not returned for evaluation.

Event description:
The customer reported that the telemetry device has a speaker malfunction inop with no sound. The device was not in use on a patient at the time of the event.